Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient's pump had been empty for at least 10 years. At the time of this report, the pump had been beeping constantly for the past 9 days. The patient had an appointment scheduled with their healthcare provider (hcp) on (B)(6) 2025. The patient provided their new hcp information. The hcp tried to turn off the alarm but was not successful. The patient said the beep was more like the critical alarm. Patient services reviewed the meaning of the alarm and recommended that the patient consult with the hcp for next steps. The patient was redirected to their hcp to further address the issue. Patient services reviewed the reps role.